Manufacturer narrative:
.

Event description:
The customer stated that after ablating using the navistar catheter, the patient suffered a stroke caused by thrombus. Patient status has been reported as stable. The physician is of the opinion that the formation of the thrombus was caused either by the navistar catheter or a competitor device that was used during the same procedure. The ablation use of the navistar catheter is an off-label use in a foreign country. It is unk whether or not the device which is labeled for single-use was reused.